Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant of this pacemaker and right atrial (ra) lead, difficulty was encountered with inserting the ra lead into the device header. It was reported that the lead kept collapsing on itself. The lead was able to be successfully inserted into the device header. This product remains implanted and in service. No adverse patient effects were reported.